Event description:
Procedure - non union stenosis l4 - s1: right s1 pedicle screw was fatigued due to non union of l5 - s1 fusion. No screw breakage occurred during surgery. Head of the screw was fractured prior to surgery as evidence on non union. Shaft of screw remained in lamina despite multiple attempts to remove. Removal instrument - depuy spine, isola vsp screw extractor broke during attempt to remove the screw. All pieces of the instrument were retrieved. Bone graft placed over area of screw. Instrumented fusion done on left side. Sales rep was in or to replace broken instrument. Screw to remain at facility for evaluation. No identifiers were available on the instrument that broke while attempting to extract the screw.